Event description:
It was reported that the patient fell at the poolside and landed on the same side as her implant. She has had a loss of therapeutic effect and cramping at the pocket site since the fall. She went to the emergency room and an x-ray showed that everything looked good. She has to catheterize herself. There was blood in her urine. Her stream of urine was weak and she had to push herself to go. She was at home. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).